Event description:
The customer states that their bolus is not recording the the bolus history. The blood glucose is unknown. The customer refused to troubleshoot. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).